Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012375, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012375 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 20-mar-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5c01415 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 19-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5c01375 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 18-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5c01376 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.